Manufacturer narrative:
Device available for evaluation, date MFR rec, type of follow up - device evaluation, device evaluated by manufacturer, codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 total length was measured, the useable length and the distal floppy length were found within specification. Upon microscope inspection, the distal tip was found to be broken proximal to the distal tip with the distal tip not returned. When compared to the drawing, ~1.3mm to ~3.3mm of the catheter tip is estimated to be the length missing. The catheter was found stretched distal to the proximal marker band. The tubing material at the broken end appears smooth with the braid partially exposed. It was reported that there were no signs of the marker band during fluoroscopy, therefore, the location of the missing distal marker band/tip could not be determined. The tubing material stretching distal to the proximal marker band indicates that the tensile strength of the tubing material was exceeded, highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, during tip steam-shaping, excessive resistance during delivery and/or withdrawal can contribute to the event. Marker band dislodgement is unlikely to occur without experiencing excessive resistance. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal or if the distal tip was entrapped within the liquid embolic can cause the catheter to snag causing the tip to become separated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was no mark at the tip of the microcatheter. It was stated that the coil also could not enter the microcatheter. The patient was undergoing surgery for treatment of an unruptured, saccular intracranial aneurysm with a max diameter of 5mm and a neck diameter of 4mm. It was noted that the patient's vessel tortuosity was normal. There were no related patient symptoms. The devices were prepared and flushed per the IFU.